Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor while using the ilet pump; initial restart via the app cleared the alert, and later review of insulin delivery showed no delivery issues, a dry site, a straight cannula, tubing not attached correctly, and a cartridge that protruded during the fill step, with education provided to insert the cartridge before attaching the adapter and to complete a full supply change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse related to the motor component, consistent with the reported consecutive stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.